Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. The connector portion of the lead was returned in one piece measuring 5.9/6.1cm (outer insulation/inner coil). Final analysis found a full breach degradation of the outer insulation at 4.5cm to 4.6cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.